Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was dislodged. The lead will not be returned.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.